Manufacturer narrative:
Concomitant products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0455229v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519663v, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information was received from a healthcare professional which reported that on (B)(6) 2005 the left generator was removed and a new generator was installed in the right chest and both of the electrodes were attached to the right sided device. There was no complication. A post-operative visit indicated that all the wounds were healing nicely. On (B)(6) 2005 the patient had presented with the right generator cable eroded through the scalp. There were no signs of infection. The end of the silicon boot was protruding. It was noted that the patient had an extremely thin scalp/skin and had apparently bumped his head over the area which had caused the problem. Subsequently the patient underwent implantation of a right side deep brain stimulator system and attachment to existing connector device. Following the surgery the patient had presented with pain over the connection on the right side of the scalp. The area was aspirated and the patient was placed on antibiotics. The patient was seen again on (B)(6) 2005 and the connection area of the right parietal scalp was less erythematous and less tender. The patient was seen again on (B)(6) 2005 for a wound check and the connection site erythema and pain had continued to decrease. They repeated the dicloxicillin course. The scab over the connection of the right parietal scalp had begun to drain on (B)(6) 2005. It was cleaned with peroxide. The device had eroded through the scalp again. They had proceeded to the hospital to remove the existing right deep brain stimulator electrode. The electrode generator site in the neck was cut and pulled away from the generator site, out of the scalp to try and preserve the existing generator. On (B)(6) 2005 the patient had returned and the remaining cables and generator site were becoming swollen and there was purulence arising from the patient's neck incision. The patient was taken back to the hospital. The connector device was taken out and cultured; cultures were negative. A right sided device was removed due to it being infected. Due to the thinness of the skin a new battery was going to be put in on each side. At the time the left was placed and attached to the existing left electrode. The patient had no problems after that.

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 74825, serial# (B)(4), implanted:(B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0455229v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual had an infection and wires coming out. It was noted that the symptom location mentioned was the brain. The patient had a lot of problems initially and the initial problems had started in 2004. The patient had additional surgeries to correct, the patient had about 12 surgeries to take care of problems. Further follow-up is being conducted to obtain information about the cause, troubleshooting and actions/interventions taken to resolve the infection and wires coming out and the outcome. If additional information is received a supplemental report will be submitted.